Event description:
It was reported that an arteriotomy closure of the common femoral artery was attempted using a starclose se after an interventional procedure. Reportedly, during advancement of the thumb advancer, resistance was felt and the sheath could not be split fully. The angle was changed and the clip was fired; however, the clip remained on the clip delivery tube. In accordance with the instructions for use, the safety release mechanism was used to successfully facilitate device removal. Manual arterial compression was applied to achieve hemostasis. A 6f procedural sheath was used. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. There was no clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device cannot be completed. A review of the lot history record revealed no non-conformances related to the reported event, indicating all lot release testing met acceptance criteria. Based on the review, no product deficiency was identified. A 25 unused representative samples with the same part and lot number were returned for evaluation. Functional testing was performed on 13 of the 25 returned devices and the devices passed with acceptable results. No manufacturing issues or abnormal observations were detected. A cause for the reported experience could not be determined based on the investigation findings from the tested samples.